Manufacturer narrative:
The technician found that the brake position could be engaged but that the head end left head brake caster would not lock because the hex rod had shifted and was no longer engaging the brake caster stem. The set screw for the hex rod had broken allowing the shift. The technician replaced the hex rod, set screw and bushings. All wheels then locked in brake but the right hand head end brake casters would swivel when the brake was engaged. The technician replaced the right hand head end brake caster assembly to resolve the issue.

Event description:
Account alleged that the brakes were not working properly at the head end of stretcher. No impact reported.